Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02093. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using lantern delivery microcatheters (lanterns) and ruby coils. During the procedure, the physician had difficulty while advancing a lantern in the target vessel using a non-penumbra sheath. After placing the lantern in the target vessel, the physician attempted to advance a ruby coil through the lantern; however, resistance was encountered and subsequently, the ruby coil would not advance out of the tip of the lantern. Therefore, the lantern and ruby coil were removed all together. Upon removal, the hospital technician attempted to pull the ruby coil out of the lantern but inadvertently bent the ruby coil pusher assembly. It was also reported that the tip of the lantern was kinked. Therefore, the procedure was successfully completed using a new lantern and another ruby coil. There was no report of an adverse effect to the patient.